Event description:
During preparation for use for a cardiopulmonary bypass procedure, the central control monitor (ccm) of the heart lung console required longer than expected to initialize, and occasionally switched off. The pump controls and safety sensors continued to be available through local controls. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.